Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 3.1, lab: 1.9. Time between tests: 2 hours. Therapeutic range: 3-4.

Manufacturer narrative:
The customer is anemic but a hematocrit was not provided. A hematocrit that is higher (above 55 percent) or lower (below 30 percent) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.1, reference: 1.9, mean: 2.5, confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint was not returned, product support was unable to perform further investigation. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the information provided by the customer. Trend analysis is not required at this time as no strip lot information was provided. This issue will be subject to future tracking and trending. Corrective action not required at this time.